Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided section d6b: if implanted, give date: not applicable as this is not an implantable device section d6b: if explanted, give date: not applicable as this is not an implantable device section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: post office or zip code: unknown/ not provided section e1: reporter: address: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that, during cataract surgery, the compact intutiv system failed to enter working mode, resulting in the suspension of the procedure. The device malfunction caused additional physical and psychological burden to the patient, including emotional tension. The issue was discovered during the operation, and the patient was subsequently comforted. No further information was provided.